Manufacturer narrative:
Medwatch #: mw5072985.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilation balloon was used in a procedure performed on an unknown date. According to the complainant, during the procedure, an attempt to deflate the balloon was made; however, the balloon would not deflate and could not be pulled out of the scope. The procedure was completed with another cre fixed wire dilation balloon device. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Additional information received on november 15, 2017. It was reported that the event/procedure date was (B)(6) 2017. It was noted that because the device could not be removed through the scope, the tip of the catheter was cut with the wire catheter in order to be removed from the scope.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilation balloon was used in a procedure performed on an unknown date. According to the complainant, during the procedure, an attempt to deflate the balloon was made; however, the balloon would not deflate and could not be pulled out of the scope. The procedure was completed with another cre fixed wire dilation balloon device. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be stable.